Event description:
It was reported that the manufacturing representative (rep) was going to meet with a patient about adaptive stim (as) issue. After the patient turned the implantable neurostimulator (ins) off, stimulation would come back on suddenly. This occurred a couple of times yesterday. The patient checked her implantable neurostimulator (ins) with her patient programmer (pp) and that was how she knew stimulation had turned on again. The rep had the patient turn all of her positional voltages, by assuming the various as positions, to 0v. The patient did this but stimulation came back on after about 15 minutes with voltage of 2.9v. The patient first experienced this when her charge level got low and she was charging. Her stimulation was off but turned on while she was charging and the patient did not press the stimulation on button on the implantable neurostimulator recharger (insr). It was later reported that a rep met with the patient and the implantable neurostimulator (ins) returned to ¿normal working conditions.¿ however, on (B)(6), the patient reported ¿out of whack¿ settings that she did not induce. An appointment was scheduled for (B)(6) for an evaluation and potential reprogramming. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Follow up information reported that the patient met with the manufacturer¿s representative on (B)(6) 2015 where it was noted that they just needed an adjustment on their as programming and more education regarding how to make changes to the as on their own. It was noted that the patient had regained the proper therapy since then. If additional information is received, a follow-up report will be sent.